Manufacturer narrative:
It was reported that a patient implanted with an eleos hinge knee construct is experiencing extensor and quadricep deficiency resulting in patella baja. An onkos personalized case was initiated to manufacture a thinner poly spacer to address the patella baja and allow for proper tracking. The root cause of this complaint could not be determined. Patella baja is the condition of a patient's patella lying lower than intended, which can cause pain and restricted range of motion. The cause of this condition could have been due to multiple factors- insufficient alignment/placement of the patella intra-operatively, improper selection or positioning of components intra-operatively, post-operative trauma, etc. The patient was revised via custom case to manufacture a 6mm poly spacer, as requested and approved by the surgeon, to better align the patient's patella tracking. Based on review of the device history records, the investigation concluded that the root cause of the complaint was not related to the device, design, or manufacture of the device.

Event description:
It was reported that a patient implanted with an eleos distal femur replacement expereienced patella baja. This event will be reportable as a serious injury due to the revision procedure requited.

Manufacturer narrative:
The investigation for this event is ongoing. Once additional information is received, a supplemental will be submitted accordingly.